Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips the customer requested a quote for a replacement therapy collar. Patient involvement information is currently unknown, but no adverse event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Available details indicate that the device did not meet full specifications and was returned to use with limitations as accepted by the customer. More specific details regarding the allegation were requested in the good faith effort process but this was a nemo (no engineer material only) case, with no actions from philips field/remote service engineers and a replacement part is only ordered, so no additional information is available. The device is not available for additional investigation. A replacement part was ordered and sent to the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : a replacement part was ordered and sent to the customer site.